Event description:
The consumer called into customer support to express her concern about her "...high blood glucose results when testing with the nova max link meter..." The consumer reported that at 7:30am on (B)(6) 2015 she "...woke up disoriented, sweaty and feeling low, tested her blood glucose and obtained a high blood glucose result of 114 mg/dl..." Based on that result, the consumer consumed a donut and coffee to help raise her blood glucose level.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214203 expiration date: 2016. Control solution lot # competitor's brand. Per label copy/package insert: